Event description:
It was reported that the asymptomatic patient presented in clinic. It was noted that backup vvi was observed on the implantable cardioverter defibrillator (ICD) following a magnetic resonance imaging (MRI) procedure though MRI mode and protocol had been set. Backup defibrillation only (bdfo)) therapy was unavailable during the backup vvi. The patient was symptomatic during the event. A device download was performed successfully. The patient was stable.